Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) developed an infection. The non-boston scientific leads were being explanted. It was not known whether the device was to be explanted. No further adverse patient effects were reported.